Manufacturer narrative:
Engineering evaluates that: engineering couldn¿t find any infusions on the mentioned date but found logs on nov 18th. Engineering finds that an infusion was started online a and line b which was stopped by the distal air sensor failed alarm. After that we got door opened while pumping alarm which was cleared using back priming. Again, we got distal air sensor failed alarm. According to technical service manual, the distal air sensor failed 2 alarm occurs when distal air sensor self-test is ongoing while cassette is inserted or when the sensor turned off and is out of range. The clear condition is to power off the infuser and replace the infusion mechanism assemble if the alarm persists. Engineering evaluates the device was put to sleep mode and the later was not used customer complaint: reported that the pump shut down during infusion while plugged in. Tests: self-test and visual inspect. Self-test passed with using a primary plum set and run in cassette. Visual inspection performed and found a crack on the top of the peripheral cover of the antenna, one missing screw on the bottom on the peripheral cover, lip on the fluid shield is cracked, small bent on the lever lifting location and the power cord is not ICU medical cord. The customer complaint wasn't confirmed that the device did shut down while plugged in. Furthermore, tested the device on battery mode and ac mode again and couldn't duplicate the issue. Furthermore, did find that the distal air sensor is out of range, which need to be recalibrated or replaced the app pwa board due to the voltage is 2.2 volts. The probable cause wasn't found on shutting down on ac mode or battery mode. Missing screw on the bottom on the peripheral cover.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a plum 360¿ infuser where it was reported the pump shut down during infusion while plugged in. The clinicians reported that the pump shut down while plugged in without notice/alarm. The device had a new battery installed within a month or two before the event. It was reported that the customer switched to interstate batteries during the last preventative maintenance cycle due to issues with the csb and genesis batteries causing service battery messages and failures. There was no harm to the patient and therapy was resumed on a replacement pump.